Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97791, lot# n449797, implanted: (B)(6) 2014, product type: accessory. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported the patient had been in ¿unbearable agony¿ for over two weeks. It was noted the patient felt the ¿buzzing¿ in their legs, but there was more pain than before. It was reported the stimulation was not as steady as it was in the trial. It was noted the patient had ¿no strength in me.¿ it was reported the patient was exploring pain management options in (B)(6). It was noted the patient was halfway to either flying to europe or killing themselves and did not know what they would do first. It was reported the patient was ready to die due to the agony. It was reported the patient had a coupling problem. It was noted the recharger was not working; none of the coupling bars were filling when they were charging. It was reported the stimulator was nearing depletion. It was noted the patient¿s stimulation was bothersome. It was reported the stimulation made the patient shaky and they could not sleep. It was noted the patient lost twenty pounds due to vomiting. It was reported the patient had to increase stimulation for it to be effective, but that caused a shocking pain. It was noted the stimulation was currently off. It was reported the patient¿s healthcare provider said they were throwing up due to oral percocet, but the patient said they were not taking the medication. It was reported the patient was still unable to get coupling with the recharger. It was noted the patient charged for six hours and the stimulator was not charged. It was reported the patient was able to get full coupling on the call and was a quarter charged. It was noted the patient had an appointment the day of the call to check their heart and blood pressure. It was reported the patient had been sick since implant. It was noted the patient had a panic and thought they were having a heart attack. It was reported the manufacturer representative spoke with the patient¿s sister-in-law and was told ¿don¿t worry about¿ the patient¿s ¿threats¿ and that the patient ¿is just like that.¿ it was reported the patient recovered without permanent impairment. It was noted the patient was doing well. It was reported the patient was continuing to have coupling problems. It was noted the patient charged for eleven hours and only charged a quarter. It was reported the patient was able to get full coupling on the call. It was noted the patient was able to turn stimulation on during the call. It was reported the patient thought they were having a heart attack due to chest pain.